Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastroplasty procedure, the device did not work in regards to coagulating as intended. Unk how case was completed. There were no adverse consequences to the patient.